Manufacturer narrative:
The data was reviewed by both a ts consultant and a boston scientific engineer and further troubleshooting was communicated to the field representative to help try and optimize therapy for the pt. Currently, the device remains implanted but it has been turned off until a resolution can be reached. Add'l info was reported that the device was explanted as the pt developed right bundle brach block which resulted in double counting in every vector. No adverse pt effects were reported. The device was returned to our post market quality assurance laboratory. The device was thoroughly analyzed and it was concluded that it met all spec's during testing.

Event description:
Boston scientific rec'd info that the pt w/this subcutaneous implantable cardioverter defibrillator (s-ICD) rec'd inappropriate shocks due to t-wave oversensing. A review of the episode determined that the pt had a slow, broad complex ventricular tachycardia (vt) at 150 bpm and the device was oversensing the broad complex in the secondary vector. No adverse pt effects were reported. The physician contacted boston scientific technical svc (ts) for further assistance regarding changing the sensing vector. The ts consultant discussed that after a different vector is selected, sensing should be checked to verify it is working correctly and to consider induction testing to determine if the entire sys is operating correctly; however, induction testing is not mandatory. The vector was changed to alternate and it was then noted that there was undersensing of both the qrs complexes and any premature ventricular contractions (pvc's). It was also noted there was a missing marker on the electrogram. Boston scientific technical svc (ts) was contacted again for further assistance. A ts consultant reviewed the data and confirmed that the pt was experiencing a true vt around 160 bpm and the wide complexes did result in oversensing. The ts consultant discussed the considerations for keeping the device programmed in the secondary vector and to change the cut off rate zones to optimize therapy. It was also discussed that the missing markers were as a result of the rate falling below 30 bpm or more than two seconds between one r-wave to the next r-wave, which is normal device operation. Add'l info was rec'd that this pt rec'd inappropriate shocks several months later. Data was sent to ts for further review. No adverse pt effects were reported.